Event description:
Medtronic received information that this bioprosthetic valve, implanted approximately 26 months, was explanted due to high gradients (peak gradient of 110mm/hg). Transesophageal echocardiogram (tee) showed moderate to severe stenosis. Furthermore, evaluation showed mild concentric left ventricular hypertrophy, normal left ventricular systolic function, and diastolic dysfunction. Upon explant, it was observed that the valve exhibited calcification and pannus. There were no reported patient complications.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, all leaflets were stiff due to host tissue on the inflow and mineralization on the outflow. Glistening off-white pannus lined the inflow margin of attachment, into all inferior coaptive areas, and 1 to 3 mm onto all cusps, reducing the inflow orifice area. A remnant of pannus remained attached to the existing sewing ring on the outflow. An unknown amount of pannus was removed on the inflow and outflow during explant. Radiography showed mineralization in the left and right cusps. Conclusion: the device history record was reviewed and shows that this valve met all manufacturing specifications for product released to distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and host tissue overgrowth. This finding is generally considered a patient related condition.